Event description:
It was reported that during a breast biopsy, the control modules vacuum system did not working properly. During the procedure, the error code continued. The procedure was rescheduled. There was no pt consequence.